Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the fraying can be attributed to use error of the device due to excessive force being used when tensioning the sutures.

Event description:
On (B)(6) 2023, it was reported by an arthrex employee via email that an ar-1588btb-2j tightrope ii btb suture snare broke when pulling the thread. This was discovered while assembling the card on the back table during a procedure on (B)(6) 2023. The case was completed using a new product. Additional information received on (B)(6) 2023: this was discovered during an aclr procedure, and it was completed using another ar-1588btb-2j tightrope ii btb.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.